Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing post-operative diaphragmatic stimulation from the left ventricular (lv) lead. Attempts were made to program around the stimulation but were unsuccessful. The lead was turned off and remains in the patient. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.